Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported she was asleep when she received an unspecified error message that prevented the sounding of glucose alarms. Customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of macaroni and ginger ale by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected, no issues were observed. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported she was asleep when she received an unspecified error message that prevented the sounding of glucose alarms. Customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of macaroni and ginger ale by her husband. There was no report of death or permanent injury associated with this event.